Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh. This mesher provided less than 75% meshing on the graft and was tagged out of service. The reported issue occurred during meshing of previously recovered cadaveric donor skin. There was no patient harm/injury associated with the report. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher six times. The last repair was october 13, 2017 where it was reported that the clamp was too tight and the device produced an incomplete mesh and the gears, washers, and bolts were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher revealed that the calibration was within specifications but the latching pins were very hard to engage. The mesher produced a passing sample graft however; the roller and gear were worn. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing sample graft and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn bushings, worn side plates, and gears. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device did not produce a passing sample graft with the customer¿s cutters. The root cause of the device producing an incomplete mesh was due to the damaged cutters. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.